Event description:
The account alleged that the head section will not raise. No report of injury.

Manufacturer narrative:
Tech asked the account to check the valve and the coil. Three attempts have been made to resolve this contact. No further info is available on the repair of the bed at this time.